Manufacturer narrative:
Initial.

Event description:
It was reported that a user pairing a new dexcom g7 continuous glucose monitor (cgm) sensor for use with the ilet experienced a continued pairing process without completion, consistent with an intermittent communication failure between devices and implicating the device¿s wireless communication components including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and their trainer. Investigation of this case revealed an interoperability problem between the systems consistent with intermittent communication failure involving electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.